Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and an obstruction was found on the internal diameter of the tube/adaptor connection caused by a thin film. The film was partially occluding the adaptor. In order to try to replicate the failure mode, several samples were prepared applying intentionally excessive adhesive around the internal diameter of the tube and inserting the adaptor. A similar obstruction was created on the adaptor. Although work instruction indicates that the adhesive must be applied to the adaptor, when adhesive is applied inside the tube, any excess will be dragged by the connector and rested over the internal cross shape of the adaptor, obstructing or occluding the flow. The customer complaint was confirmed based on the visual inspection of the received sample. A CAPA was opened to address the issue.

Event description:
The customer alleges that the circuit occluded during use on a patient. No report of patient harm.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record review showed that there were no issues related to function neither on the product nor its components during the manufacture of the material. No corrective action can be established at this time without the device sample or picture for evaluation. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this compliant will be reopened.

Event description:
The customer alleges that the circuit occluded during use on a patient. No report of patient harm.